Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. The customer reported that the first ID now covid-19 assay performed generated a positive result. Repeat testing was performed with a new nasopharyngeal swab sample. The customer reported that pcr confirmation testing was not performed due to the previous experience, they know that if confirmed by ID now again is negative, that it may be a false positive. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact as no patient treatment was provided.